Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radical hysterectomy procedure, the jaws of the device did not open. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws were stuck together due to hardened eschar. Functional testing found that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the mechanical function of the device's jaw opening and closing was functioning properly. The knife cut of the device was tested on a silicone test strip with acceptable results. It was reported that the jaws was difficult to open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device stopped working. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radical hysterectomy procedure, the jaws of the device did not open after about 20 to 30 minutes into the surgery. The device was able to do 1 to 2 seals before the issue occurred. No patient complications have been reported as a result of this event.